Event description:
It was reported that the clinical manager was at the hospital unboxing and setting up arctic sun device last week and the device was booted fine on the first power turned on but when they turned it off and back on, it came up to a blue screen and then after several attempts to cycle power the blue screen continued to come on. This was out of box failure (obf). They would send out a replacement unit and attached the picture of blue screen. Per sample evaluation results on (B)(6) 2023, it was reported that the device was unable to cool.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a mixing pump failure. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the clinical manager was at the hospital unboxing and setting up arctic sun device last week and the device was booted fine on the first power turned on but when they turned it off and back on, it came up to a blue screen and then after several attempts to cycle power the blue screen continued to come on. This was out of box failure(obf). They would send out a replacement unit and attached the picture of blue screen. As per sample evaluation results on 28sep2023, it was reported that the device was unable to cool.